Event description:
It was reported that the patient experienced recurring cartridge leakage following supply changes, and during troubleshooting it was identified that the patient had been assembling the cartridge, connector, and tubing outside of the pump prior to loading, after which the correct loading procedure was reviewed and education provided; the event is categorized as a use-of-device problem related to the infusion set and cartridge. Symptoms included no clinical signs, symptoms, or conditions, and blood glucose remained unaffected. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of the information provided. Investigation of this case revealed no device problem and indicated the component terminology was not specifically available, while the issue aligned with a user assembly and loading error. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.